Manufacturer narrative:
Additional information was provided in a1., a2., a3.a., b.2., d.4., d.10., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that there was no patient contact.

Event description:
A healthcare professional reported with a description of the blue plunger went past the lens, and the lens could no longer be salvaged, additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).